Event description:
Ous MDR. An increase in threshold to 3.0v @ 0.4ms from 0.8v @ 0.4ms was noted shortly after implant. However sensitivity and lead impedance has remained the same. On (B)(6) 2016 the threshold was still high at 2.8v/1.0ms, so it was explanted and replaced with the same model. An x-ray was performed and there did not seem to be a change in position. When the lead was explanted it was checked with a psa and high thresholds were still noted. The lead was dissected during the extraction.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 7 cm distal to the is-1 connector pin. Two parts of the lead were received for analysis. The visual inspection showed the ligature marks approx. 20 cm distal to the is-1 connector pin. In this region a squeezed lead body was observed. Based on the symptoms, it is reasonable to assume that these deformations resulted from a tight suture. With regard to the issues mentioned in the complaint description, the analysis did not reveal any deviation which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.